Manufacturer narrative:
Corrected data: b5, d1, d4, g1.

Event description:
Previous emdr submission noted paradoxical hyperplasia. Upon further review by abbvie medical safety physicians, it has been determined that the event is not consistent with ph. Hence, the record is no longer reportable.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A patient was treated with coolsculpting treatments on the abdomen with the cooladvantage, coolcore contour applicator. Approximately two weeks ater the treatment to the abdomen the patient was treated coolsculpting treatments on the flanks / love handles with the cooladvantage, coolcurveplus contour applicator. Approximately ten months after the treatment to the flanks/love handles, the patient stated there was enlargement and firmness in the upper abdomen, was assessed, and showed signs of paradoxical adipose hyperplasia in the upper abdomen. The patient noticed symptoms within the 6 months prior to being assessed. Tissue on the abdomen was pliable with no protrusions, convexities or concavities. Abdomen is smooth. No visible enlargement was reported.